Manufacturer narrative:
1. DHR/bhr review (lot#3052588): 1)this batch of products were assembled at intima ii auto line 2 in march 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch. The leakage test is passed, and no abnormality is found in the sample. 4. Sku#383033 is an intima ii product (pvc extension tubing, y connection site). The intended use for the bd intima ii product is the intravascular administration of fluids. The forcing of liquid through the product during high pressure injection will cause product damage. 5. This product has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the product burst may be related to the incorrect use. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked with power injector the following information was provided by the initial reporter; on (B)(6) 2023, a catheterization lab nurse was performing a high pressure push on a patient for a transvenous infusion when the indwelling needle burst and the push was immediately stopped and the infusion was discontinued. Carefully check the condition of the indwelling needle, no other problems were found, the attending physician instructed to replace the other batch of indwelling needle for the patient to carry out the appropriate medical operation. He also reported the device adverse reaction to the consumables section.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.